Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).

Event description:
During a rotator cuff repair the surgeon was using an elite pass suture shuttle. While attempting to pass the needle the trigger got stuck and upon attempting to remove the device the needle got stuck and broke off. An attempt was made to retrieve the piece however, the doctor was unable to locate for removal (it is possible the piece was flushed out but the doctor could not confirm). No x-ray or fluoroscopy was performed post-op in attempt to locate the device fragment. At this time there are no plans to re-operate on the patient.